Event description:
A stockert siii heart-lung machine was being used for cardiopulmonary bypass. During cardioplegia delivery, the arterial head stopped without audible alarm. It was noted that the cardioplegia pump head was "set" to 1 for its relationship to the cardioplegia control module. Perfusionist was unable to change this relationship to the proper setting on the cardioplegia control module. Hand cranking was instituted. Problem was fixed by changing the relationship to "nothing" as opposed to "1", since this was the only option available. Problem could not be fixed after the case either. A system reset was required. Distributor stated this problem has occurred in the past. Also, the problem is software related. The cardioplegia control module does not recognize its options for assignment and so defaults to "1", which at most institutions is the arterial pump head. Dates of use: 2007; diagnosis: heart surgery.